Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer thought the occlusion may be due to air bubbles; however, no air bubbles were observed. It was recommended that the customer contact tandem technical support for troubleshooting should another occlusion occur.